Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned for evaluation transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause of the balloon burst was not confirmed. However, the mechanisms described above and patient factors (calcified lvot) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, during the deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon ruptured in a latitudinal fashion. The delivery system was easily pulled out of the sheath and there were no patient injuries. Mild parvalvular leak was observed due to calcium in the lvot. The patient recovered well and was home the next day.

Manufacturer narrative:
Reference CAPA-20-00141.